Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: kdr701 ipg, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented at the time of device replacement with high pacing thresholds and small r-waves on their right ventricular (rv) lead. It was not apparent when this first occurred. The lead remains in use but the patient's new device was reprogrammed to values in line with the pacing thresholds and sensing at the time of implant. No patient complications have been reported as a result of this event.